Event description:
9x340mm pnp nail was implanted, locked distally and the surgeon de-rotated the distal fragment below the osteotomy. The resident attempted to drill the greater/lesser proximal locking hole but was unable to get alignment. After several tries, the decision was to remove the nail to examine and it was discovered that at the connection of the targeting arm and nail where the attachment bolt connect, the nail had splayed from fatigue/stress from de-rotating and this caused the inability to line up the targeting arm with the proximal locking options.